Manufacturer narrative:
D9: on 08-jul-2025. H3: one device was received for evaluation in used condition. Four pictures were returned showing complaint forms and the sample in biohazard bag. As received, the suction line luer was observed to be wrapped in tape. Upon removal of the tape, no damage or anomalies were observed. Functional testing was performed, and a singular crack was found on the luer. The complaint of suction port being cracked can be confirmed. The probable cause of the crack is unknown. A lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tube had to be removed from the patient due to the above cuff suction port being cracked. Patient was productive and required regular suctioning for high above cuff secretions. However, this decreased when the above cuff cracked and not able to suction out anything unless modifying device with sticky tape. There was patient involvement, and there was no patient harm/adverse event reported.